Event description:
Implant failed due to part/interface does not fit/align.

Manufacturer narrative:
Implant failed due to lack of primary stability.

Event description:
Implant failed due to lack of primary stability